Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent bilateral removal and replacement with saline mentor smooth round high profile 420cc, 3503420 (s/n (B)(4)) on (B)(6) 2018. Device evaluation and investigation findings: upon receipt by mentor, the device was received with no fluid. White and brown material was observed within the device. White material was observed on the shell surface. The product investigation team discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round high profile saline breast implant, catalog # 3503420, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal and replacement with saline mentor smooth round high profile 420cc, 3503420 (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On september 29, 2022, mentor reviewed the file due to additional information. It was discovered that information that was submitted previously contained errors. The catalog number of the breast implant device was updated as 3501660 which is a 375cc mentor smooth round moderate profile saline breast implant. This change also updated the unique identifier (UDI) number which has been populated accordingly. Additionally, a mre performed on the lot number and the manufacturing and expiration dates were updated. Manufacturer¿s reference number: (B)(4) in the initial, d1 brand name, d4 catalog, d4 unique identifier( UDI), d4 expiration date, and h4 device manufacture date should have been populated as mentor smooth round moderate profile, 3501660, 00081317001270, 5/19/2013, and 5/20/2009, respectively.